Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was suspending insulin delivery without user intervention.